Event description:
Nim (neural integrity monitor) trivantage emg (electromyogram) endotracheal tube 6.0mm specifically used for parathyroidectomy. The ett (endotracheal tube) required frequent air due to constant air leak. Intended procedure was completed without any further incident. All stock was removed from shelf and new stock ordered.